Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Event description:
It was reported that "a popped rivet was identified during repair at msi". No patient involvement.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device, lot 06a1863101 was reviewed and found complete without any irregularities. The alleged defective medical device was produced at the tecomet, inc. Kenosha wi facility as part of a combined 50 pc. Lot in january of 2018. It was found that this order was made from the correct materials and components, and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc. Kenosha's manufacturing processes. A visual inspection of the returned device was conducted, and it was confirmed the rivet was popped as described within the complaint notification. We are unable to determine what caused the rivet to pop however it is suspected due to excessive force being applied to the handle at the end user and/or during end user repair. All instruments from this product line are 100% visually inspected and function tested prior to shipment to the customer. Due to these findings, no further actions will be taken in response to this complaint and this record will be closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.